Event description:
It was reported that the autopulse platform is displaying a "twisted lifeband" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n 31627) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the battery clip was bent. Functional testing was performed and the reported complaint was confirmed as the platform exhibited a user advisory (ua) 16 (timeout moving to take-up position) after the first compression was delivered. Further inspection identified that this was caused by a defective drivetrain as the brake gap had seized. During evaluation using an in-house drivetrain, a user advisory 27 (encoder fault (>3000 rpm) was exhibited. Further inspection identified that this was caused by a defective encoder gearbox. The channel roller assembly was also observed to be defective. A review of the archive was performed and no anomalies or errors were observed on the reported event date of (B)(6) 2015. However, multiple ua 16 (timeout moving to take-up position) and ua 45 (not at "home" position after power-on/restart) codes were observed on (B)(6) 2015. The probable cause of the ua 45 codes is that the lifeband straps were not pulled completely out prior to turning the device on. Based on the investigation results, the parts identified for replacement were the channel roller assembly, encoder gearbox and drivetrain. In summary the customer's reported complaint was confirmed during functional testing as well as archive review and is attributed to a defective drivetrain. The drivetrain was replaced which remedied the ua 16 and allowed the platform to function as intended.